Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse completed instrument decontamination. Quality controls were run, resulting within range. The cse also ran patient samples and diluent check, and results were not as expected. Siemens is investigating this issue.

Event description:
Discordant troponin results and imprecision was observed on patient samples on an advia centaur xp instrument. It is unknown if the discordant results were reported to the physician(s), what instrument the samples were repeated on, or if corrected results were reported to the physician(s). It is unknown if there were any reports of adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 2432235-2014-00265 was filed on april 01, 2014. Additional information (03/12/2014): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse lubricated pack to pack belts and replaced and calibrated reagent probes 1,2 and 3. Calibrations and patient samples were run, resulting within range. The cause of the discordant troponin results is unknown. Upon follow-up with the customer, no other discordant troponin results have been obtained. The instrument is performing according to specifications. No further evaluation of the device is required.